Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. This complaint occurred during the (B)(6) study, the stem was not deemed the cause of the dislocation. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14 on (B)(6) 2016. Posterior dislocation occurred on (B)(6) 2016 and was reduced under anesthesia without any revision.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Rend analysis: no trend identified. Review of event description (event details, per): it was reported that a patient underwent a left tha on (B)(6) 2016. Subsequently, 1 month after implantation the patient fell and posterior dislocation occurred on (B)(6) 2016. The hip was reduced under anesthesia without any revision. This event was reported in the context of a clinical study based on the associated avenir cemented stem (the study device was not deemed the cause of the dislocation). It was also stated that the surgical technique was followed during the operation. Review of received data: four undated x-rays were received for review. Two of the x-rays are named as 4 months after the reduction. Therefore, the other are assumed to be taken before the reduction. However, the exact time of the x-rays are unknown. No evidence of loosening is noticed. Components look well fixed. The inclination angle of the allofit shell is observed to be around 50°, which is higher than the suggested inclination angle range(40-45°). Surgical report dated (B)(6) 2016: tha with avenir cemented size 2 offset, acetabular shell allofit 50/hhmm, ceramic liner 50/32mm, ceramic head 32mm short neck used for the operation. Postero-lateral approach preferred for the surgery. Good fit and orientation of the cup achieved. Femoral stem size 2 had satisfying result with good length, stability and mobility. No abnormalities observed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the devices are still implanted. Review of product documentation: the surgical technique for the allofit/allofit-s it alloclassic acetabular system was reviewed. It is stated under preoperative planning section that "the inclination of the shell should form an angle of 40°¿ 45° to the pelvic horizontal line. A shell template of appropriate size is placed between the acetabular roof and teardrop figure, which serve as a reference to determine the shell diameter. The shell should be placed in an anteversion of 10° ¿ 15° intraoperatively. However, it should be kept in mind that the correct shell orientation also depends on other factors (e.g. Femoral implant position)." Root cause analysis: root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: correct size of the head was used. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: product combination is allowed by zimmer biomet. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: it is stated that the patient had a fall which led to the dislocation of the hip. Conclusion summary : it is reported that the patient had a fall and the dislocation of the hip took place. Therefore, based on the given information, we identify wrong patient behaviour leading to premature failure as the most probable root cause. Also, the x-rays show that the inclination angle of the acetabular cup is higher than the suggested angle range in the surgical technique. For that reason, wrong positioning of the cup can be also considered as a contributing factor to the reported dislocation event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).